Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other/ perforation (other) please describe and state the location of the perforation: unsure about location') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included body mass index normal. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), scar ("scarring/ other injury(ies) or complication please describe: scarring"), thyroid disorder ("thyroid issues/ tumor / teratoma / cancer type: thyroid"), rectal haemorrhage ("rectal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, scar, thyroid disorder, rectal haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, rectal haemorrhage, scar, thyroid disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for all the aforementioned events. Discrepancy noted in essure insertion date-2002 and 2003. Current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: rectal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), rectal bleeding. Reporter information, aka name, medical history were added. Essure insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), scar ("scarring") and thyroid disorder ("thyroid issues"). The patient was treated with surgery (full hysterectomy in (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, scar and thyroid disorder outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, scar, thyroid disorder, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿perforation: other; pelvic pain, pain: abdominal, menorrhagia (heavy menstrual bleeding), vaginal discharge, scarring, thyroid issues, essure confirmation test: no¿. Reporter, demographics, essure indication (amended) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.